Event description:
A customer contacted beckman coulter inc. (Bci) reporting a false positive ckmb result generated by the unicel dxl 800 access immunoassay system for one patient. There was no death, injury or change to patient treatment reported in connection with this event.

Manufacturer narrative:
Sample was collected in bd sst serum gold top tube. Qc has been recovering within established ranges. A field service engineer (fse) was previously on-site and performed a minor preventive maintenance (pm) on (B)(6) 2011. System check data passed all specifications following the pm. Fse returned on-site after the event (on (B)(6) 2011) and ran system check. All verification passed all parameters and no hardware issues were identified. A clear root cause for this event could not be determined.